Event description:
Pump declared altitude alarm 21. There was no adverse impact to the customer¿s blood glucose level, which did not exceed 500 mg/dl (27.7 mmol/l). Customer had reported the same issue with pump in the past month. Technical support advised cleaning speaker holes with a soft brush and lint-free cloth and explained the impact of wearing pump against skin without a case. Insulin was suspended due to alarm, but after cleaning and reconnecting cartridge, insulin was successfully resumed, and pump returned to normal operation. Customer acknowledged tips for preventing future altitude alarms.